Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced and inappropriate loss of power. Stryker determined that the reported issue is likely related to old manufacturing date (2019) of battery 1 and battery 2. Per the product manual, stryker recommends that batteries be replaced approximately every two years, therefore, the battery in the device has reached the end of useful life. In addition to the old battery, the battery pins could have also contributed to the reported issue. As a precautionary measure, the battery pins were replaced. The power pcba and wire harness was also replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.